Event description:
It was reported the pt is experiencing pain at the ipg site. The pain began approx one week after the pt underwent an ipg revision. The pt stated it felt like the ipg is resting on a nerve and is closer to his tailbone since the revision. X-rays were to be taken as the next course of action. F/u info indicated the sjm rep met with the pt and the pt did not complain of pain at the ipg site.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.